Event description:
Covidien formerly tyco healthcare received a report from a clinical engineer that the unit did not provide an audio tone. There was no patient harm reported.

Manufacturer narrative:
The customer has opted to not return the unit in for eval. The customer isolated the reported problem of no audio to the speaker. If additional info is made available, a supplemental report will be submitted.